Event description:
This complaint is from a literature source. The following literature cite has been reviewed: osorio j, miranda-arboleda af, velasco a, varley al, rajendra a, morales gx, hoyos c, matos c, thorne c, d'souza b, silverstein jr, metzl md, hebsur s, costea ai, kang s, sellers m, singh d, salam t, nazari j, ro as, mazer s, moretta a, oza sr, magnano ar, sackett m, dukes j, patel p, goyal sk, senn t, newton d, romero je, zei pc; real-af investigators. Real-world data of radiofrequency catheter ablation in paroxysmal atrial fibrillation: short- and long-term clinical outcomes from the prospective multicenter real-af registry. Heart rhythm. 2024 may 19:s1547-5271(24)02524-4. Doi: 10.1016/j.hrthm.2024.04.090. Epub ahead of print. Pmid: 38768839. Objective/methods/study data: the purpose of the study was to assess the contemporary real-world practice approach and short and long-term outcomes of rf ca for paf through a prospective multicenter registry. Between from january 2018 to december 2022 a total of 2470 patients (1383 male and 1087 female) with a mean age of 65.2 years were included in the study. These patients underwent first-time ablation radiofrequency catheter ablation for paroxysmal atrial fibrillation using a carto mapping system (biosense webster), and a thermocool smarttouch or thermocool smarttouch sf (biosense webster) for radiofrequency catheter ablation. Lot, model and catalog number are not available, but the suspected bwi device(s) possibly associated with reported adverse events: thermocool smarttouch or thermocool smarttouch sf concomitant biosense webster devices that were used in the study: carto mapping system; thermocool smarttouch or thermocool smarttouch sf adverse event(s) and provided interventions possibly associated with thermocool smarttouch or thermocool smarttouch sf (qty. ) 12 vascular access with no intervention reported. 12 pericarditis with no intervention reported. 5 cardiac tamponade with no intervention reported. 3 pulmonary vein stenosis with no intervention reported. 2 phrenic nerve injury with no intervention reported. 1 atrioesophageal fistula with no intervention reported. This report captures the following events as vascular access complication was removed and not to be captured since the sheath used was not identified if it was a bwi product or not.: 12 pericarditis. 5 cardiac tamponade. 3 pulmonary vein stenosis. 2 phrenic nerve injury. 1 atrioesophageal fistula.

Manufacturer narrative:
This complaint is from a literature source. The following literature cite has been reviewed: osorio j, miranda-arboleda af, velasco a, varley al, rajendra a, morales gx, hoyos c, matos c, thorne c, d'souza b, silverstein jr, metzl md, hebsur s, costea ai, kang s, sellers m, singh d, salam t, nazari j, ro as, mazer s, moretta a, oza sr, magnano ar, sackett m, dukes j, patel p, goyal sk, senn t, newton d, romero je, zei pc; real-af investigators. Real-world data of radiofrequency catheter ablation in paroxysmal atrial fibrillation: short- and long-term clinical outcomes from the prospective multicenter real-af registry. Heart rhythm. 2024 may 19:s1547-5271(24)02524-4. Doi: 10.1016/j.hrthm.2024.04.090. Epub ahead of print. Pmid: 38768839. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4. Catalog: unk_smart touch unidirectional sf manufacturer's ref #: (B)(4).